Manufacturer narrative:
Concomitant products: w1dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited a bipolar lead issue. Both the ra lead and the rv lead were programmed to unipolar configuration and remain in use. No patient complications have been reported as a result of this event.